Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female pt, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the pt expired.